Event description:
It was reported that the pt expired. The cause of death was unk, but was reported to be unrelated to the implanted system. The pt had severe secondary, progressive multiple sclerosis. The pt was receiving baclofen in the pump via simple continuous mode. The infusion rate was 0.2949 ml.